Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital with respiratory failure and sepsis. The plan was to transfer back to the implanting center.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events from (B)(6)2025. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including sepsis and respiratory failure, that may be associated with the use of the heartmate ii left ventricular assist system. Although only sepsis was reported by the account, the IFU list infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.